Manufacturer narrative:
The MDR follow-up #1 was submitted with the incorrect manufacturer report number 2112667-2017-02080. This MDR follow-up #2 is being submitted with the correct number 2112667-2017-01810. Other text: the MDR follow-up #1 was submitted with the incorrect manufacturer report number 2112667-2017-02080. This MDR follow-up #2 is being submitted with the correct number 2112667-2017-01810.

Manufacturer narrative:
Customer calibrated the gas module to fix the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported that the unit keeps reading high fi co2. There was no reported patient involvement.